Manufacturer narrative:
Investigation summary: bd has been provided with a photo for 307736 lot 1903168 to investigate for this record. Visual examination of the sample shows a plastic piece in the syringe. The foreign matter has been identified as broken flange of another syringe that was broken during the assembly process. As a result, bd was able to verify the reported issue. Bd has concluded that the plastic piece was broken during the assembly process in the stack of the barrel feeder. The incorrect alignment of that barrel in this process produced the ruptured of the flange, which ended up inside the reported syringe. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Event description:
It was reported that a piece of plastic was observed in the bd emerald¿ syringe during use. The following information was provided by the initial reporter, translated from dutch to english: "customer reported that there is a plastic particle in the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of plastic was observed in the bd emerald¿ syringe during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported that there is a plastic particle in the syringe."